Event description:
Customer called to report the insulin pump alarmed for motor error during the fill cannula process. Blood glucose reading was 157 mg/dl. The customer had been refilling the reservoir when an error occurred and the insulin pump went to a blank display screen. When the insulin pump's display screen came back the customer began to reprogram all settings. The customer progressed to the fill cannula stage and the motor error alarm occurred. Troubleshooting was performed. The insulin pump was not exposed to a strong magnetic field. The customer was unable to complete the rewind sequence. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No blank display was noted. No reset error alarm could be verified due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.